Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Visual inspection of the xifnt410 osseotite® tapered certain® implant 4 x 10mm returned product was inspected by the complaint investigator and no anomalies or defects were observed. Implant sterilization was verified prior to product release. DHR review, review of sterilization records, complaint history review, and non-conformance history review did not provide any indication that the product was non-conforming. A definitive root cause for this event. Tooth locations were described as tooth #20 and #20. It should read tooth locations #20 and #21.

Event description:
Tooth site #21.

Event description:
The doctor has indicated an non-integration of implants due to infection at tooth sites #20 and #20. The doctor remove the implants, curettage the sites and prescribed antibiotics..